Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had a low blood glucose of 50 mg/dl. She had just started the pump two days ago, and stated that she was cleaning the church and ate a late lunch. The customer had a question about bolusing and she was directed back to the diabetes educator. No products were returned or shipped.